Event description:
The patient presented to the cath lab with existing single defibrillator that had been interrogated at the physician's office prior to arriving at the hospital and was found to have a fractured ventricular lead. The fracture in turn had been causing the patient to receive inappropriate defibrillations.